Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the physician replaced the subject device due to a suspicion of premature battery discharge. It will be returned for analysis.

Event description:
Reportedly, the physician replaced the subject device due to a suspicion of premature battery discharge. It will be returned for analysis.

Event description:
Reportedly, the physician replaced the subject device due to a suspicion of premature battery discharge. It will be returned for analysis.